Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that this system with right ventricular (rv) lead displayed red alert for out-of-range (oor) shock lead impedance (sli). Technical services (ts) reviewed the data and noted the sli to be gradually increasing over the last year. Ts suspected lead calcification around the coils to be the cause due to the age of the lead. There was no evidence of lead noise, and all other measurements were normal. Ts suggested options to continue to monitor and performing max energy commanded shock when the sli reaches 145-150 ohms. Ts also suggested bringing the patient into clinic for further testing to see which vector is at issue or potentially programming a difference shock vector. This rv lead remains in service and no adverse patient effects were reported. Subsequently, additional information was received indicating that this system had another alert for oor sli. Ts reviewed the data and noted that the lead impedance has been gradually rising over the past few years. 28-day average value was noted to be around 145 ohms where a delivered shock could potentially trigger a fc1005. Ts suggested considering programming distal coin to can. At this time, this lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this system with right ventricular (rv) lead displayed red alert for out-of-range shock lead impedance (sli). Technical services (ts) reviewed the data and noted the sli to be gradually increasing over the last year. Ts suspected lead calcification around the coils to be the cause due to the age of the lead. There was no evidence of lead noise, and all other measurements were normal. Ts suggested options to continue to monitor and performing max energy commanded shock when the sli reaches 145-150 ohms. Ts also suggested brining the patient into clinic for further testing to see which vector is at issue or potentially programming a difference shock vector. This rv lead remains in service and no adverse patient effects were reported.